Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in loss of capture. The dislodgement was noted via in-clinic interrogation and later confirmed with imaging while operating. Additionally, lead helix damage and failure to extend was noted on the helix of the lead. Tissue was noted in the helix. The right ventricular lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.